Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. Caller reported patient had impedance issues that had been progressively worsening over the past year. Caller worked with patient over the past year attempting to remedy the issue. Caller mentioned there were 7 contacts with high impedances: 1 (orange, 35k ohms), and the rest (contacts 3, 4, 10, 11, 13, 14) showing red, 40k ohms. Caller said that they met with patient last week and reprogrammed around the high impedances, tested with the controller, and patient was able to increase the intensity. A couple days after programming the patient, they were no longer able to increase the intensity anymore even though they were using a green contact. Caller confirmed patient had no falls or trauma to the area where the electrodes would be. Patient was present during the call and mentioned they've been having injections at the surgical center by the managing hcp to help with pain in the area, but that the injections have not been in the same area as where the electrodes would be. Patient also confirmed this issue predated interstim implant ((B)(6) 2025). When asked if any imaging was obtained, patient said managing hcp did x-rays in october. Agent reviewed option to obtain new x-rays and suggested caller send in mdt data report and json file.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implanted implantable neurostimulator (ins) device experienced a return of pain and high im pedance was observed on several contacts; contact 4 at 40,000 ohms, contact 10 at 28,730 ohms, contact 11 at 28,880 ohms, contact 13 at 28,830 ohms, and contact 14 at 28,980 ohms. An impedance check was performed and programming was adjusted to work around the affected contacts. The issue remains ongoing and the cause is not known.